Event description:
A synergy stent came off the balloon and became lodged - undeployed - in the left main. Eventually the stent was crushed and a new stent was inserted and successfully deployed in the left main and circumflex. The specifics: a 3.5 x 12 synergy stent.